Event description:
The manufacturer received information alleging the patient's device has no air blowing and the patient cannot sleep properly. Troubleshooting was done and this did not resolve the issue. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.